Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient faced a bent cannula due to which he experienced high blood glucose level. Therefore, they tried to treat it with bolus via the pump, but on (B)(6) 2023, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. His highest blood glucose level was in 600's mg/dl. Moreover, the infusion set was being used for one day and the site location was patient's abdomen (right or left side). Further, the patient was transferred to the intensive care unit. During hospitalization, he received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital, but he was feeling better now. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.